Event description:
The driver started to strip away from the anchor after a few turns. The surgeon attempted to remove the anchor and the anchor broke at eyelet. The profile of the anchor was reduced until flush with the bone but remains in the pt.